Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced air bubbles forming within the tube. The following information was provided by the initial reporter. The customer stated: "there are still air bubbles issues which forces us to redraw children several times for the same test."

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced air bubbles forming within the tube. The following information was provided by the initial reporter. The customer stated: "there are still air bubbles issues which forces us to redraw children several times for the same test."

Manufacturer narrative:
Additional information was received that changed the reportability of this complaint. This MDR should be considered cancelled. Mfg: 1024879-2022-00104. This task will be cancelled. (B)(4) record was opened in error and that all information is captured under (B)(4).